Event description:
Customer reported that the device had a service indication and a fault code logged in the memory. Physio-control evaluated the device and observed that it would not complete the boot up cycle. A burnt component was found on the biphasic pcb. There was no report of pt use associated with the event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and observed that the device would not complete the boot up cycle. Physio replaced the biphasic module pcb and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed biphasic module pcb assembly at the failure analysis center and determined the root cause of malfunction to be a shorted capacitor, designator c33.